Event description:
It was reported that t:slim x2 pump battery would not charge despite use of tandem charging cable, tandem wall adapter, and alternate cables and adapters, and pump displayed power source alert 07 with charging connection not recognized after extended charging attempts. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump under warranty, instructed customer to place malfunctioning pump into storage mode and return it within 10 days using provided ups materials, and advised customer to program pump settings and connect continuous glucose monitor to replacement pump, which customer understood and acknowledged.